Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump where the channel was broken was confirmed during product evaluation. The root cause of the reported problem was determined to be a broken mtr (manual tube release) knob. Appropriate action was taken to correct the reported problem by replacing the pump head module. This is involving a pump with software version 5.03.00 which is categorized as unremediated. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release.

Event description:
The facility representative reported a colleague infusion pump with a (B)(6) (channel broken). This condition had the potential to interrupt delivery. This event occurred upon power up in the "ICU" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.